Event description:
The pt is reportedly experiencing pain on the implanted side of the head, concentrated around the right eye, ear and upper right molar. The pt was reportedly prescribed 500mg vicodin for the pain. Advanced bionics is in the process of gathering more information and will submit a supplemental report once more information is received.